Event description:
A customer reported that their t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, resulting in a power source alert. Multiple attempts to resolve the issue, including trying different adapters and cables, were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.